Event description:
It was reported that the physician felt the spinal needle did not insert smoothly into the epidural space immediately after inserting it. In addition, the physician reported difficulty achieving loss of resistance with the needle, resulting in increased pain at the injection site. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and PMA/510(k) are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).